Manufacturer narrative:
Testing of actual/suspected device (10/3233): a getinge service territory manager (stm) evaluated the iabp unit and found that fiberoptic input cover sustained physical damage which caused metal spring to fall onto power management pcb, causing power management pcb to short and fail. The stm replaced the upper panel assembly, which houses new fiberoptic input cover, and replaced power management pcb. Performed functional check and safety test then returned unit to clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) would not power on. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Additional customer contact phone: (B)(6).

Event description:
N/a.